Manufacturer narrative:
Investigation findings: the complaint sample was returned. The foam liner has developed holes from rubbing against the uprights. This often happens if the straps are not properly tightened, allowing the leg/liner to move inside the frame during wear/use. This does not require that the end user be "rough" with the product for this to occur. Improper tightening/leg and liner security is the problem root cause: the straps not being properly tightened, has allowed the leg/liner to move inside the frame, friction from the hook inside the upright rubbing against the foam liner has caused the holes. Corrections: replacement product was requested/sent. Corrective action: there is no corrective action required at this time, the issues seen in the attached photographs are related to wear/use, not a vendor defect. Preventive action: there is no preventive action required at this time. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Event description:
Detailed description of quality issue: the stays on the sides of the walker boot have worn thru the material and created a pressure ulcer on the patient's side of leg/calf. The patient is an it person and sits at a desk all day, he was not rough with this boot. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: new boot was given and patient is now being treated for his wound.